Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary duct on (B)(6) 2022. During the procedure, the image was lost a few minutes into the procedure and appears like a bad connection. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Impact code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted an adhesive stick and scratches on top cover, material in fan cover, video outputs on back damaged, scratches on bottom base cover. A functional evaluation noted a fluid ingress and corrosion inside the housing and catheter interface contacts had dirt and fibers. Per the evaluation conducted by enercon technologies, the problem could not be duplicated during product analysis, however there was fluid ingress and corrosion inside the housing and catheter interface contacts had dirt and fibers. This was likely causing the reported problem. A risk review confirms this is not a new or unanticipated event. During a device history record review conducted by enercon it was confirmed that the device met all manufacturing specifications. Based on all gathered information, the most probable root cause of this event is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary duct on (B)(6) 2022. During the procedure, the image was lost a few minutes into the procedure and appears like a bad connection. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.